Event description:
The customer reported to olympus that during reprocessing the evis exera ii ultrasound gastrovideoscope had leakage from the control head, the control head not functioning, and the leak test was positive. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, the evaluation revealed a gap between acoustic lens and ultrasound probe and a stain entered inside the lens due to the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s leak allegation was confirmed. Due to a dent on switch box, water tightness was lost. In addition to the gap in the adhesive on the acoustic lens, the evaluation revealed a scratch on the light guide. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deterioration of the adhesive causing improper cleaning resulting in a stain could not be determined. The event can be prevented by following the instructions for use which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.